Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced an infection (specific date not reported). Device analysis report is attached. This report is submitted on november 29, 2021.

Manufacturer narrative:
This report is submitted on september 28, 2021.

Event description:
Per the clinic, the patient experienced swelling and redness following an impact to implant site in (B)(6) 2021 (specific date not reported). The patient was hospitalised and treated with IV antibiotics for 5 days, however, the issue did not resolve. The patient experienced an extrusion of device in (B)(6) 2021 (specific date not reported), and the device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.